Event description:
A facility reported a worker on the night shift experienced h202 contact. No further info has been rec'd. Attempts by asp to gathter more info about the worker have been unsuccessful to date.